Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available, a definite root cause of the reported incident could not be identified. A review of the lot history records was performed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. Investigation summary: based on the provided video and the evaluation of the returned sample, the investigation is closed with confirmed results. It was reported that the trigger was bad but the physician was able to deploy the stent using another tool which comes with the device though what he used was not stated. It should also be noted that the e-luminexx device offers different methods of stent deployment which can be used to achieve the goal of stent deployment. A review of the lot history records was performed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. Based on the information available, a definite root cause of the reported incident could not be identified. A provided video shows the hcp on a bloody operating table pressing the trigger which appeared loose and not functional and seeming broken from the inside. The device had a lying guidewire and the slider was still at the complete distal position despite the triggering actions. The delivery system was returned for evaluation; the stent was completely deployed and missing while the deployment mechanism was damaged. The sample integrity had been compromised but the there was clearly a deployment problem using the trigger. The investigation leads to confirmed results. There were no indications of manufacturing deficiencies. Based on the provided video and the evaluation of the returned sample, the investigation is closed with confirmed results. A definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding warnings, the IFU state: visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment and should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit. The IFU states the bard s.a.f.e. Delivery system with the performaxx grip (g) is a multifunctional stent deployment system that offers four different stent deployment options: the trigger method, the slide method, the combination method (trigger/slide) and the conventional method. Regarding accessories, the IFU states the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion. The packaging pictograms indicate an introducer size of 6f and a 0.035 guide wire. With regards to general directions, the IFU states pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent placement procedure using the e-luminexx stent. During the procedure, fire switch that allows a better control of the device is bad, so physician releases the stent with the second tool that comes with the device. The stent comes out completely and there are no complications. The device is deployed with one of the device's release sets. On further analysis of the device, break was noted.